Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Reported as "catheter ruptured on injection 12 ml at 12ml/sec 540 psi". Additional information states, "none of the incidences caused any harm. All but one worked successfully with hand injections, but all failed at the first power injection. There was no harm to anyone involved. The catheters were all removed without incident and the procedures were completed with alternative catheters".

Manufacturer narrative:
(B)(4).

Event description:
Reported as "catheter ruptured on injection 12 ml at 12ml/sec 540 psi". Additional information states, "none of the incidences caused any harm. All but one worked successfully with hand injections, but all failed at the first power injection. There was no harm to anyone involved. The catheters were all removed without incident and the procedures were completed with alternative catheters".